Event description:
It was reported that during patient use, there was a malfunction with the ventilator touchframe. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) touch frame, which resolved the reported issue. The ventilator then passed all testing and was placed back in service.